Event description:
(B)(4).

Manufacturer narrative:
Visual observation of the returned edi catheter confirms the reported break and the exposed wires. Further investigations are ongoing. A supplemental medwatch report will be submitted when the investigation is completed. (B)(4).